Event description:
A pump malfunction was reported by the customer, yet no notable events occurred prior to this issue. There was no reported impact on the customer¿s blood glucose level. The technical support team assisted the customer in resetting the pump and provided guidance on the procedure for loading a new cartridge and rejoining the sensor session. As the customer was out of insulin. Customer confirmed will be relying on multiple daily injection (mdi).